Event description:
During resmed evaluation, the device displayed an error message (sf140) related to the super capacitor. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Review of the device data logs confirmed the occurrence of the error message (sf140) related to the super capacitor. Visual inspection of the main circuit board revealed a leaky super capacitor. The main circuit board was replaced to address the reported complaint. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an isolated component failure within the device main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference: (B)(4).